Manufacturer narrative:
Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a cable snapped under a maximum of 40 kg tension. The second cable began fraying at the crimp before tension was achieved therefore rendering it unusable. Both cables were completely removed and were replaced with new ones. There was a surgical delay of two (2) minutes. The procedure was successfully completed. There was no patient consequence. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).